Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a stuck button error. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they did not press a button down for 3 minutes or longer. Customer reported that the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. However, moisture damage to the keypad connector on electrical board noted. Connector was locked properly during visual inspection.